Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of heparin was not confirmed through a review of the logs or reproduced during laboratory testing laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. A review of the pcu event log showed no events from the reported incident date due to having been overwritten. The review of the pump module event log showed the events from the reported incident date have been overwritten; therefore, programming parameters could not be determined. No errors were found recorded on the suspect pump module. Inspection and testing of the returned administration set revealed no leaks or anomalies it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.12), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported free flow event was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a040502, a0404, a0401, c23, c0601, c07, d02, d01, d15, g04037, g02017, g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a free flow event involving heparin infusion. There was patient involvement but no harm.bd has received additional information. It was reported that on (B)(6) 2024 at 0050, heparin infusion ((B)(4) units heparin in 250 ml 0.45% normal saline) was noted to be "almost empty." Per report, approximately 69ml of heparin was "unaccounted for and likely infused in patient not as programmed." It was observed by the same rn who had initiated the infusion at 2107 with a second rn checking the rate. The pump was reportedly programmed for 10.5 ml/hr. At 2107, the 4600-unit bolus (intended) was administered from the bag (46 ml) with same two rn¿s checking this that checked the primary programming at 10.5 ml/hr. Due to the event, the heparin level-uhf increase from 1.36 to 1.57 at 0136 on (B)(6) 2024. The heparin infusion was reportedly stopped by the provider. The heparin level-uhf went down to 0.05 at 0718 on 26 july 2024. Infusion held and restarted the next morning. There was no bleeding noted or change in condition. Per report, "pulmonary embolism (admitting diagnosis) sub optimally managed during this timeframe with no clinical deterioration secondary to it." There was no apparent harm, per report.

Event description:
It was reported a free flow event involving heparin infusion. There was patient involvement but no harm. Bd has received additional information. It was reported that on (B)(6) 2024 at 0050, heparin infusion (25,000 units heparin in 250 ml 0.45% normal saline) was noted to be "almost empty." Per report, approximately 69ml of heparin was "unaccounted for and likely infused in patient not as programmed." It was observed by the same rn who had initiated the infusion at 2107 with a second rn checking the rate. The pump was reportedly programmed for 10.5 ml/hr. At 2107, the 4600-unit bolus (intended) was administered from the bag (46 ml) with same two rn¿s checking this that checked the primary programming at 10.5 ml/hr. Due to the event, the heparin level-uhf increase from 1.36 to 1.57 at 0136 on (B)(6) 2024. The heparin infusion was reportedly stopped by the provider. The heparin level-uhf went down to 0.05 at 0718 on (B)(6) 2024. Infusion held and restarted the next morning. There was no bleeding noted or change in condition. Per report, "pulmonary embolism (admitting diagnosis) sub optimally managed during this timeframe with no clinical deterioration secondary to it." There was no apparent harm, per report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.